Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced infusion set tubing got detached and the infusion set tubing came apart at abdomen on (B)(6) 2025. It was also reported that the infusion set tubing detachment occurred at quick release site. The infusion set was in use for three hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.